Event description:
It was initially reported by the facility that one of their techs received a needle stick after the device was used to repair a meniscus.

Manufacturer narrative:
No additional adverse consequences have been reported from this event. This device is used for treatment. It was reported by the facility that one of their techs received a needle stick after the device was used to repair a meniscus. Possible user and/or patient consequences from sharp edges or points of this device is similar to other devices which have sharp point and/or edge warnings and/or risks that are documented in existing surgical techniques and/or dfu's that already exist for this type of instrument. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.